Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was dislodged. In addition, increased threshold measurements were obtained and the patient with this lead experienced diaphragmatic stimulation in all pacing configurations. A revision procedure was performed. This lead was removed and replaced successful. No adverse patient effects were reported.